Event description:
New information received notes that the right ventricular (rv) lead exhibited loss of capture and r-wave amplitude variation due to the lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and r-wave amplitude variation. A complete lead was returned in one piece with the helix noted partially extended and clogged with blood/ tissue. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of failure to capture and r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and r-wave amplitude variation. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.